Event description:
Boston scientific received information that the patient stated he was hospitalized for two weeks due to fevers. During his hospital stay he had a scope procedure where they found possible corrosion on the leads. Blood cultures were taken, but the results were unknown. The patient noted that after being released, he had a follow-up appointment where everything was fine. Further information was received over four years later that the system was explanted for infection three months after the patient was hospitalized. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.